Manufacturer narrative:
(B)(4). The pump was received with a blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display. No crack on the lcd window noted during physical inspection.

Event description:
Information received by medtronic indicated that the insulin pump was damaged and there was crack on screen. It was also reported that the insulin pump screen went white when it fell off the ground and got a loud continues beep. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.